Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure modes of underfill was observed. However the failure mode of tube push off was not observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and 10 by functional testing. The issues of underfill and tube push off were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. The complaint cannot be confirmed for tube push off. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes that tubes were pushing off the non-patient needle unless held in place. This resulted in underfilled tubes, but some tubes did not fill at all. Samples were recollected but no health impact or consequence was reported.